Manufacturer narrative:
Event conclusion cpi reliability assurance testing found the device passed return electrical tests. Visual examination revealed the distal pace/sense seal plug was missing from the device header. The missing seal plug may have attributed to system oversensing.

Event description:
Event description cpi received information that this patient with an implantable cardioverter defibrillator (ICD) was experiencing oversensing and inappropriate shocks. An invasive procedure was performed and the physician found a loose seal plug floating in the ICD pocket. The seal plug was from the distal set screw of the sensing portion of the endotak transvenous defibrillation lead. The ICD was replaced, the lead remains implanted.